Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was syncopal due to the device oversensing with pacing inhibition in the right ventricle (rv). It was undetermined what the device was oversensing, however it's believed the oversensing was positional and with pocket manipulation, noise and oversensing was reproducible. Concern for a setscrew/connection issue was noted. The pocket was opened and it was confirmed that the rv pace/sense terminal pin was not fully seated in the device header. The physician reconnected the terminal pin and the situation resolved.